Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was encountered when attempting to insert the syringe needle into the cartridge causing multiple syringe needles to break. There was no reported impact to customer's blood glucose. No additional information was provided.